Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  Reporter¿s complete mailing address was not provided reporter¿s phone number was not provided UDI: (B)(4).

Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure, it was determined that the small battery drive device did not work after using for five seconds. This event did not occur during surgery. There was no patient involvement reported. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run, the electrical control unit was damaged, the handpiece was not working due to a faulty electronic control unit and failed pre-test for oscillation/forward/reverse mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.